Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms while wearing pump in their pocket. Customer was able to resume insulin delivery and there was no impact to the customer's blood glucose (bg) level. The customer indicated that the current pump would continue to be used for diabetes management.

Manufacturer narrative:
The reported issue could not be confirmed; however, a different problem was found.